Manufacturer narrative:
The investigation was completed on 12-jun-2025. It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with carto 3. They lost all surface and intra-cardiac signals on the carto 3 system and the hospitals recording system. When they turned off the patient interface unit (piu), the signals returned on the recording system. They rebooted the piu and the issue was resolved. The signals were then clean on both systems and the catheters were being visualized properly on the carto 3 system. It was reported that the issue was repeatable every time the user plugged the catheter cable into the carto 3 system piu. It was confirmed by the biosense webster representative that when the catheter cable was replaced with another one, the issue was resolved. The system is ready for use. The suspected catheter cable was requested for investigation by the manufacturer, but the biosense webster representative confirmed that the cable was discarded. Therefore, the cable was not investigated. The history of customer complaints reported during the last year associated with carto 3 system #(B)(6) was reviewed. No similar complaints were found. A manufacturing record evaluation was performed for the carto3 system s/n: 29110, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with carto 3 and the physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm when the patient interface unit (piu) was on. They lost all surface and intra-cardiac signals on the carto 3 system and the hospitals recording system. When they turned off the patient interface unit (piu), the signals returned on the recording system. They rebooted the piu and the issue was resolved. The signals were then clean on both systems and the catheters were being visualized properly on the carto 3 system. No service was requested. Additional information was received on 21-aug-2024. The physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm when the piu was on. Only when it was off. The signal interference occurred when the affected catheter was inside the patient¿s body. The signal issue was originally considered non-reportable, however, bwi became aware on 21-aug-2024 that the physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm when the patient interface unit (piu) was on and have reassessed the event as reportable. The awareness date for this record is 21-aug-2024.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).